Event description:
The customer reported a leak from the IV tubing set while infusing avastin. The leak was coming from where the tubing set bag spike interfaces with the IV bag. The customer reported that some of the chemotherapy drug leaked onto the patient and it was quickly removed. The customer reported no patient harm.

Manufacturer narrative:
Correction: initial reporter address.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.